Event description:
It was reported that during an implant procedure, the patient experienced muscle stimulation and high thresholds from the left ventricular (lv) lead. The lead was removed and another lead was implanted. The make and model of the medtronic lead are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).